Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed during product evaluation. The root cause of the reported problem was determined to be a loose connection between the rear inverter harness and the speaker harness. Appropriate action was taken to correct the reported problem by reconnecting the rear inverter harness and the speaker harness. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During service by baxter personnel, it was found that a colleague infusion pump experienced failure code 550:320:844:0000, which failed to audibly alarm. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.